Event description:
It was reported that in one operation the staff tried out four (4) nl850-1356 in sterile saline prior to use and none of the devices functioned properly. The facility also tried an old nl850-1412 which also did not function. The nl850-1412 was discarded. Three of the nl850-1356 are still stored at the hospital for investigation purposes.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based on the reported info.